Event description:
It has been reported to us that the micropace stimulator unit with touch screen locked up twice and they had no control with the touch screen on the keyboard. Had to reboot the computer to regain control. There is no report of pt injury and the device is not being returned for our analysis.